Event description:
During surgery, it was found after opening the package that the shaft would not go into the guide wire. The surgeon forced the shaft into the guide wire, but the shaft was stuck and could not be taken out. This product could not be used, therefore, only the proximal reaming was done by using a conical reamer.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.